Event description:
This is filed to report difficulty releasing the clip. It was reported that a patient presented with grade 4 functional mitral regurgitation, and fairly thick skin. During insertion of a steerable guide catheter, due to the patient's size and thickened skin, there was difficulty puncturing the skin. This resulted in a kink of the distal shaft. There was no soft tip damage. The device was removed and replaced. The procedure continued. Everything went well with the procedure and per instruction for use (IFU). During deployment, there was difficulty releasing the clip. The xtw could not come off the mandrel right away. Standard troubleshooting was performed, and the clip came off easily. The mr was reduced to grade 1, and the procedure was completed successfully. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult or delayed activation (clip deployment) appears to be due to procedural circumstances (unintended curves which resulted in increased tension on the device). There is no indication of a product quality issue with respect to manufacture, design, or labeling.